Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was having some issues. Customer blood glucose was 146 mg/dl at the time of incident. Customer was treated with manual injection for high blood glucose. Customer stated symptoms related to high blood glucose that were headaches and diabetic ketoacidosis. Customer stated that the insulin pump was failed in high pressure test. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.